Event description:
The customer contact reported a crack at the option-lok spin collar. An unspecified primary tubing set was being used to deliver and unspecified volume of 5% dextrose in water. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the clave port of the unspecified primary tubing set and was being used to deliver an unspecified concentration of oxaliplatin. . The customer contact reported that toward the end of the therapy, the nurse noted an unspecified volume of solution on the floor. At that time, a leak was noted from a crack on the option-lok spin collar of the secondary tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from an unspecified lot was received. Investigation is not complete. The information on reprocessing of the device was requested of the international affiliate; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.